Event description:
It was reported that the pump was loose and was flipping over and hitting patient's pelvic bone. It was added that the surgeon would like to anchor the pump back down. Patient had no falls, traumas or recent weight gain or loss; it was stated that she was getting older and her skin was stretching. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n185129006, implanted: (B)(6) 2009, explanted: unk. (B)(4).